Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead is part of the advisory for this model.

Event description:
It was reported that the patient had "sweating, pain under left armpit, and heart beating like crazy" and that the patient had not see a physician in a long time. According to the patient, an x-ray performed a few months ago showed a "lead wire out of position". From follow-up with the patient's physician, it was determined that the patient had not been in the office since 2009. The system remains in use. No further patient complications have been reported as a result of this event.